Manufacturer narrative:
Added product evaluation summary: the device evaluation confirmed the marker band and leading end sheath material separated from the sheath. The root cause of the sheath leading end and marker ring separation could not be determined with the available information.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular in zone 9 infrarenal aorto iliac - unilateral (ibe) procedure to treat an aortic aneurysm utilizing a gore® dryseal flex introducer sheath and gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg). Reportedly, during the procedure the sheath separated and broke off inside the patient. The radiopaque marker separated from the sheath and the physician took out the sheath and the conformable device (trunk ipsilateral leg) came out along with it and it was difficult to remove the conformable device as it would not come out of the sheath after few efforts were made to remove it when everything was outside the patient. Physician did not spend much time on removing the device and sheath that were stuck to each other as the radiopaque marker that was left behind inside the patient was the main concern. The physician upsized to a 22fr sheath and with lot of endovascular maneuver via goose neck snare over on the lunderquist wire, physician opened the snare and got it around the radiopaque marker and removed it successfully. Then the procedure was carried on with the same 22fr sheath along with a new conformable device (trunk ipsilateral leg) with no further issues and procedure was completed successfully and patient is doing well.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.